Manufacturer narrative:
Method: device history review. Results: review of the manufacturing, sterilization and packaging process, revealed there was nothing within the manufacturing of the cartridge that can be identified as a contributory factor to this complaint. Conclusion: based on the complaint information, product evaluation work order search and device history review, we were unable to confirm the complaint against the cartridge. (B)(4).

Event description:
The customer reported the +22.0 diopter aq2010v three piece silicone lens got stuck in the cartridge as the surgeon attempted to insert the lens. The cartridge touch the eye but the lens was not implanted. The surgeon observed a crack on the cartridge and the injector was difficult to twist. Customer believes something is wrong with the cartridge/injector. See MFR report# 2023826-2014-00879 for other device involved.

Manufacturer narrative:
Pt weight: unknown. Implant and explant dates: n/a. (B)(4). Method: lot order search. Results: visual inspection of the returned product showed the lens was stuck in the cartridge, there were stress marks on the cartridge and confirmed the injector was difficult to twist. There was a reddish residue on the cartridge and a clear residue on the injector. A lot order search was performed on the cartridge and there were no similar complaints found. Conclusion: (unable to confirm): based on the complaint information and product evaluation, we were unable to confirm this report. (B)(4).